Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2010007. No abnormal issue was found in the manufacturing process, technical testing and quality control inspections, the manufacturing process complied with the dmr. Retention samples were tested and met the qc criteria. Complaint issue could not be reproduced or found. Complaint is not verified.

Event description:
Invalid result(s). User reported that their result was not distinguishable. They added the correct amount of drops into the correct well and waited the appropriate amount of time.